Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that vessel puncture closure of a right common femoral artery was achieved using a proglide device with a 6f sheath relative to a diagnostic left heart catheterization procedure. Reportedly, during suture retrieval there was a problem harvesting the suture. A piece of the cuff was on the suture due to the way the suture was trimmed. The suture of the same proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.